Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the device submitted for evaluation. Bd received one insyte autoguard needle assembly; the catheter assembly was not included with the returned device. Analysis of the needle assembly did not find any evidence of leakage past the clow control plug, indicating no fluid had leaked beyond this point. Without the catheter assembly no further observations could be made. The reported issue could not be confirmed. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported that the device was used on a patient and the catheter bled out instead of maintaining the negative pressure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 19 april, 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported that the device was used on a patient and the catheter bled out instead of maintaining the negative pressure.